Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. When he changes it, he gets a max fill when it was not filled. The insulin pump would work for approximately 30 units. This was occurring for approximately 2 weeks. The customer was unable to troubleshoot at the time. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected max fill alerts/anomalies noted. The max fill feature functioned properly during testing. No unexpected excessive no delivery alarms or prime/fill anomalies noted during testing. The pump passed the displacement, prime and excessive no delivery tests. The pump had minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.